Event description:
It was reported that the patient presented to the clinic for follow-up. The patient noted experiencing lightheaded at times. Over-sensing noise leading o pacing inhibition was observed on the right atrial (ra) lead. Possible insulation breach was suspected. Physical manipulation of lead near the left shoulder did not reproduce noise. The ra lead was extracted and replaced. There were no adverse health consequences to the patient.